Event description:
It was reported that after a da vinci-assisted pulmonary lobectomy surgical procedure, multiple issues with instrument control were encountered with a sureform 60 and sureform 45 stapler. The devices would not let the surgeon control it. The instruments would randomly jerk or move. The system arm and port were clear and not hitting. The surgeon had tried to release it manually, but that did not help. This issue occurred three times with the sureform 60 stapler and once with the sureform 45 stapler. The reporter stated they were wondering if the reloads were causing the issue. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs for the event date 04/30/2024, which showed events indicating possible sterile adapter seating issues, sterile adapter failure, or instrument seating issues reported by universal surgical manipulator (usm) 1 and usm 4. The isi tse also identified a detection issue reported by usm 4 and a force firing failure on usm 1 with sureform 60 stapler. A roll friction failure could be caused by the use of buttress material or external friction on the instrument during engagement. The isi tse recommended that the failed instruments be returned. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred with the surgeon's head inside the surgeon side console¿s (ssc) high-resolution stereo viewer. The issue occurred while the surgeon was manipulating the instruments from the ssc to perform stapling. The surgeon was unable to do manual stapling with the powered stapler. The movements of the surgeon scaled appropriately to the instrument. The instrument moved correctly, but not completely, and left the blade for cutting in the stapler exposed to the abdomen during laparoscopy. The timing was fine, just incomplete. There was no shakiness and/or friction experienced/observed. There was no instrument-to-instrument or system arm-to-arm interference. There were no external collisions. The issue was persistent. The instrument with the exposed blade was removed. They made a slightly larger incision and utilized a handheld stapler. They made an unintended slightly larger incision because they had to place a handheld stapler inside to complete the stapler line. They did not save the drapes. The device was inspected prior to use with no damage or anything out of the ordinary. There are no images or videos available for review. Intuitive surgical, inc. (Isi) followed up with the clinical sales representative (csr) reporter and obtained the following additional information: the customer switched to a laparoscopic stapler after partial fires with both the sureform 45 and the sureform 60 staplers with exposed blades. The customer was stapling thick lung tissue and encountered "tissue too thick to continue" messages. There was no bleeding or gaps in the staple line. There were no motion issues. There were only partial fires with the blade being left exposed and they were unable to manually close or complete the firing of said stapler. A port site incision was increased for manual stapler usage.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) further investigated the reported event. The reported issue was unable to be reproduce with the system. The isi fse spoke to a clinical sales representative (csr) and confirmed that no errors persisted. The isi fse and csr agreed the issue was related to user error or an instrument issue. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the stapler logs for the staplers associated with this event has been performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: logs showed a sureform 60 stapler was used first, and it was installed on the system 8x and fired no reloads. On installs 1, and 3-8, the instrument failed to engage with the system. Logs showed 7 instances of error code 22020, with parameters of the errors indicating that the roll hardstop verification check failed in each instance. On the second install, the stapler engaged with a black reload loaded, however no clamping or firing was attempted. There were no additional errors in the logs pertaining to the use of this instrument. Next, logs show a sureform 45 stapler was used, and it was installed on the system 5x and fired 5 white reloads. On each install, the first clamp was successful, and the firings were completed with either 0 or 1 pause for compression. There were no errors in the logs pertaining to the use of this instrument. Next, logs show another sureform 60 stapler was used, and it was installed on the system 4x and fired 3 black reloads. On the first two installs, the first clamps were successful, and the firings were each completed with no pauses for compression. On install 3, a black reload was loaded, however no clamping or firing was attempted. On install 4, the first clamp was successful, but was followed by a firing failure. The firing stopped at 50% completion, after a duration of 45 seconds. 2 minutes later, the user initiated a force fire, which also failed. The force firing failed at 64% completion, after an additional 23 seconds. Logs showed error code 22030 representing the force fire failure of this instrument. There were no additional stapler related errors.